Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  device images and 3mensio provided by the site were evaluated and revealed the following: fluoroscopy image show a bent strut inside of the esheath; image taken after delivery system removal from patient show bent strut on inflow side of valve; expanded valve:  one (1) outward bent strut on inflow of valve. No abnormalities on outflow of valve; esheath was expanded as designed; 3mensio show presence of calcification in patient¿s access vessels. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was confirmed from the evaluation of the provided imagery. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿push force of the valve through the sheath was noted¿. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as noted from the 3mensio report, calcification was present in patient¿s access vessel. Presence of calcification leads to increased resistance and requires higher push force for delivery system/thv advancement through sheath. As captured in a product risk assessment (pra) and a corrective/preventative action (CAPA), it has been identified that high push force of commander delivery system with s3 ultra valve through esheath cause secondary failures such as valve frame damage. Excessive force applied to overcome the felt resistance may cause crimped valve to catch on to sheath leading to the damage on the valve frame. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification) and/or procedural factors (high push force) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.  However, per management discretion, product risk assessment has been previously initiated to assess risks associated with valve frame damage as a result of high push force of the commander delivery system with s3u through the esheath. A CAPA has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien3 ultra valve, upon insertion, push force of the valve through the sheath was noted.  A bent valve strut inside the sheath was observed under fluoro.  The devices were removed as a unit with no patient injury however, the esheath was noted to be damaged.  New devices were replaced and successfully used.  The patient is stable post procedure.